Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The heart team made the decision for escalation to an impella 5.5 due to ischemic leg and need for ongoing mechanical circulatory support (mcs).

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information d6a and d6b added g1 reporting contact fax number missing on manufacturer device report 1220648-2023-03549.

Event description:
The patient did not survive the procedure. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.